Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels and beep anomaly. The customer's blood glucose level was 48mg/dl. The customer treated the lows with food. The customer states the pump is not providing the audible alarm. The customer was unable to troubleshoot at the time of call and states they would be calling back at a later time.